Manufacturer narrative:
Foreign : (B)(6). Part and lot number not provided.

Event description:
Information was received that a smiths medical portex bivona tts tracheostomy tube cuff had to be deflated and then re-inflated with water. The reporter was only able to re-inflate with 2ml of water, which was half the volume they initially used. Subsequently, a tracheostomy tube change out was required. It was also noted that the user had been using vaseline to insert the tube instead of the approved lubricant. There were no adverse patient effects.